Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2017-01367. It was reported the patient experienced ineffective stimulation after having been in an accident. Diagnostics indicated high impedances on the right lead. The system was reprogrammed to provide adequate stimulation through the other lead; however, it was determined through additional investigation that the lead with high impedances was fractured. In turn, surgical intervention was undertaken to explant the fractured lead.